Event description:
Vns pt initially was feeling a tingling sensation with a "zap" during each stimulation cycle. Additionally, the pt reported a slight increase in seizure activity. The pt denied any trauma or injury that may have damaged the ncp system. Device diagnostic testing at that time was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service at that time. Further follow-up with treating neurologist revealed that this in increase activity was believed to be stress-related and the events resolved following and adjustment in programmed parameters (decrease of pulse width setting from 250usec to 160usec). Eight months later, treating neurologist reported that the pt's device had migrated and that there was concern as to whether the lead wires were stil intact. Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of x-rays revealed that the lead connector pins appeared to be fully inserted into the generator header, but that no tie-down were evident and the strain relief loop was inadequate. An apparent gross wire fracture was noted in the area of the electrode bifurcation. Lead replacement surgery is likely. Investigation to date has been unable to determine the cause of the apparent lead fracture.

Event description:
Product analysis was performed. The lead was returned in two pieces. The electrodes were not returned. Continuity tests were performed on the lead portions on the lead portions returned and no discontinuities were observed. The condition of the lead was found to be in a condition that typically exists after explant. The connection between the setscrew and lead pin showed evidence that proper mechanical and electrical connection was present. No anomalies that would result in the reported events were identified. The cause of the high impedance and discomfort is unk. There may have been an anomaly in the portion of the lead that was not returned for analysis. The concomitant (pulse generator did not show any condition that would have contributed to the reported events.